Manufacturer narrative:
A conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw issue.

Event description:
The shaft of the bone cracked during surgery.